Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for l4-s1 laminectomy with l4-s1 pedicle screw fixation and interbody fusion at l5-s1 with peek cage. Preoperative diagnosis was bilateral l5 pars defect with grade I listhesis at l5-s1 and spinal instability. The patient did well post-op and then developed progressively worsening lower back pain. X-rays taken approximately 6 months post-op found the right s1 screw broken. The patient underwent additional surgery for pseudoarthrosis with screw fracture at right s1 and lumbar radiculopathy. Procedure was for redo arthrodesis at l4-l5-s1 and replacement of both s1 screws. Post-op the patient reported doing well.